Event description:
It was reported that a homechoice (hc) device was not pumping the correct volumes into a home patient (hp). The hp stated that the fill volume does not match with the volume of solution left in the bag. A technical service representative (tsr) initiated a swap of the device. The tsr discussed using continuous ambulatory peritoneal dialysis (capd) to complete therapy until a new hc arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The reported problem could not be confirmed. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and analyzed. Multiple short simulated therapies were performed on the device successfully. No abnormalities were identified during visual inspection. The pneumatic system was tested and found to be working to specifications. The device passed all of the rite (returned instrument test evaluation) electrical and functional testing. The event history log review found no keystrokes, programming, or use related events that indicated and/or contributed to inaccurate fluid readings were found. A review found that the device was shipped new to the customer and did not have a previous service history. A device history record review will be performed. Upon completion of the evaluation, a supplemental report will be submitted.